Event description:
A ventilator returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the active exhalation control module had a test failure. The customer requested that no repairs be done to the unit. The unit will be returned to the customer unrepaired. Additionally, the overlay was scratched cosmetically, and the feet needed to be replaced. The inlet air path assembly and removable air path foam were replaced per remediation.